Event description:
This is submitted to report the entanglement with the chordae and the single leaflet device attachment (slda) which occurred with the clip delivery system (10319745/18), and required medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. There was no evidence of leaflet flail, no leaflet prolapse, no leaflet restriction, and no evidence of abnormal leaflets. No challenging patient anatomy was observed, and there was no history of cardiac surgery. Two mitraclips were planned to be implanted. The devices were prepared, and there were was no issue observed during functional inspection prior to use. The first clip (10346765/21) was successfully implanted in a central position and the mr was reduced to 2-3. The second clip (10319745/18) was then intended to be implanted just lateral to the first clip. After steering the clip delivery system (cds) into the left ventricle, an attempt was made to grasp the leaflets; however, during the grasping maneuver it was observed that the clip was entangled with the chordae of the ventricle. Troubleshooting steps were immediately performed, which included having a good side view of the clip, inverting the clip, attempting to move the clip back in the atrium, and raising and lowering the grippers. It was not possible to release the clip from the chords; therefore, the clip was retracted as much as possible and grasping was attempted. Leaflet assessment was able to be confirmed; however, it was noted that not much of the anterior leaflet was grasped.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in entanglement may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, or excessive force or range of rotation of translation while manipulating the devices. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in the chordal entanglement, is likely due to procedural conditions, as it was reported that there were no unexpected movements of the device. Furthermore, it was reported that in the physicians opinion the device did not contribute to the clip becoming caught in the chordae. The single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) was a result of patient/procedural conditions, as the clip caught in chordae contributed to the slda. There does not appear to be any evidence of a quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances associated with the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was deployed, and the mr was reduced to 2; however, right after deployment, the clip detached from the anterior leaflet, remaining on the posterior leaflet. The mr grade increased to 2-3. Two additional clips were implanted to stabilize the single leaflet device attachment (slda) clip, with one on each side, and the final mr grade was 2. The slda clip was stabilized and the procedure was completed successfully. It was confirmed that there were no visualization difficulties during the procedure and no unexpected movement/steering of the cds during positioning. There were no substantial clip arm adjustments; however, there was a one-hour turn clockwise with the clip in the left ventricle. There was no leaflet or chordal damage noted, and the patient was confirmed to be clinically stable post-procedure. No additional information was provided. Mitraclip system: steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.